Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
Adverse event(s): "no impact reported" (no consequences or impact to pt). Product problem(s): "no vacuum during I/a" (suction issue). The customer reported: we had a cassette today that worked ok during sculpting and quad but had no vacuum during I/a. Changed out the cassette and it worked fine. No pt impact was reported. Add'l info was requested.